Event description:
The patient presented to the physician's office with light headedness when sitting or standing upright. During exercise movements noise was reproduced on the egm. The pulse generator would be left as programmed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.